Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
Fms vue pump internal error, per sr the pump fried itself before surgery, pump was plugged in and when it got turned-on water went everywhere, stopped before got refilled and then again flushed water everywhere. There were no messages, no lights, nothing, it looked like it was off but we knew it was still running. Got another pump for the case, no delay, no injury to patient. The additional information was received via phone call from the sales rep on december 04, 2017. The sales rep stated that the issue was found before the surgeon was even in the room. When the rep hit the run stop button the pump started up fine, then the pump out of no where started going crazy and the file chamber start to fill up but the rep stop the pump before the fluid got to the unit. When he turned the pump back on everything came on as normal but the led screen for the pump pressure is completely blank now and not showing the pressure. The sales rep reported that the pump with swapped out for another pump with no delay to the case or harm to the patient before the surgeon got into the room and stated the surgeon did not even know the issue occurred. The sales rep provided product code 284508 for the tubeset with the fill chamber used with the pump but could not provide a lot number.